Event description:
The user facility returned an asset visera elite ii video system center to the service center. During a standard inspection and estimation of a customer returned asset, the main lamp light intensity was too low. The customer did not report any problems associated with the device and there was no patient user injury or harm reported to olympus.

Manufacturer narrative:
The device was returned for evaluation. The evaluation uncovered the device main lamp high intensity was too low than the minimum range. Additionally, the chassis heatsink spacer was broken, and the power supply housing and the real panel were deformed and needed to be replaced. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the output intensity being below minimum range could not be identified. Olympus will continue to monitor field performance for this device.